Event description:
Pt was revised to address acetabular loosening.

Manufacturer narrative:
Update: (B)(6) 2012 - primary and revision operative reports received. Revision operative report states the procedure performed was removal of right resurfacing hip implants with debridement of tissue metallosis. The revision operative reports also indicates some destruction of the femoral neck with metallosis of the tissues as well as the bone; the bone of inside of the femoral head component had a severe amount of metallic debris and very brittle bone was surrounding the area; very minimal amount of osseointegration and the cup was loose in most of its entirety. Depuy still considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Manufacturer narrative:
Update: 6/7/12 - plaintiff's preliminary disclosure form was received, which identified (part/lot) information. The complaint and associated mdrs were updated. There was no new information that would change the outcome of the investigation. The asr platform was voluntarily recalled from the market in august 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. Ref. Wwcapa (B)(4). Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.

Manufacturer narrative:
The asr platform was voluntarily recalled from the market in august 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. Ref (B)(4). Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.